Event description:
Customer alleges the calf pad support bracket has fallen off the leg rest support. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model number solara 3g /at5044 manual wheelchair legrest pad (B)(4) is approximately 7 months of age. The owner's manual 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found online at invacare.com it is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warning, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the pin that holds the calf pad bracket falls out, and the pad falls off of the chair.